Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. U3-asic was damaged. In the lab, the device would not be linked after several charge attempts. The investigation found the following anomalies: the battery measured 1.6 volts, vh to ground = 116 ohm range, sleep current measured 28 ma, u3 exhibited high temp, 32.4 ºc. The source of the device damage was unknown.

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg after a revision procedure wherein electrocautery was used. The patient will undergo a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
.

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg after a revision procedure wherein electrocautery was used. The patient will undergo a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).